Manufacturer narrative:
(B)(4).

Event description:
It was reported in 1986 there was a short and the ¿unit¿ was changed by a health care professional to put a stop to the shorting. It was later reported in 1988 the patient had a wire shortage out in the collar bone area and the wire had to be replaced. The patient felt shocks.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to the lead was replaced it wasn't "going to the implant unit and doing its job." It was stated that after the lead was replaced, the patient had had "no other problems."